Event description:
Upon removal of iud, noted copper coil missing from stem of iud. Copper coils intact on "t" arms of iud.======================manufacturer response for paragard iud, (brand not provided) (per site reporter).======================unknown. Leadership has been in contact with rep.